Event description:
It was reported that the asymptomatic patient presented for follow up. An interrogation of the implantable cardioverter defibrillator revealed post- paced t wave over-sensing. Programming interventions were made. There were no patient consequences.